Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cable assembly was replaced. The system was tested and operates as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system displayed an iris error message. No patient injury was reported.